Event description:
During a service visit a beckman coulter (bec) field service engineer (fse) identified a probe leak in the unicel dxc 600 pro synchron chemistry analyzer at the customer's site. Fse stated the probe had a slight drop of fluid on the tip of the probe with slight buildup that showed evidence of leaking. The leak was contained within the instrument. Laboratory personnel and the fse were wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
The fse replaced the syringe which resolved the issue. In addition, the fse also performed the software version 5.0.13 update, instrument inspection and tightened all the probe tube fittings, and connected the usb cable and the flash drive. The fse also performed backup and taught the operator on syringe replacement. The fse also ran quality control (qc) to verify instrument performance. Fse confirmed that the failure mode is related to the syringe. Bec identifier for this report is (B)(4).